Event description:
It was reported that the system 9900 would not boot. No adverse patient involvement was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found that the circuit breakers cb1 and cb2 had tripped. It was reported that an esu had been plugged into the same outlet. Reset breakers. The system was tested and found to be working as intended and placed back into service.